Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The following information was provided by the initial reporter: while the patient was receiving an IV infusion, it was noticed that their clothing was damp. Upon inspection, the nurse discovered leakage at the connection point between the IV infusion set and the bd connector, as well as a crack at the bd threaded joint.